Event description:
It was reported that during an implant attempt of the implantable pacing lead there were no sensing signals. Upon inspection of the lead it was noted that the helix was "out." Another lead was used and good sensing was obtained immediately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. The helix was able to be extended and retracted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.